Manufacturer narrative:
Date of event is an unknown date in (B)(6) 2019. This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, that the proximal femoral nailing system (tfna) nail started collapsing (two) 2 weeks after surgery, non-stable. The locking mechanism did not hold in static position, allowing it to collapse significantly. It was also mentioned that there was a symptomatic shortening of the femoral neck. Concomitant devices: locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown tfna nail. This is report 1 of 2 for (B)(4).